Manufacturer narrative:
The insulin pump received with cracked battery tube threads. Prime alarm during basic occlusion test due to protruded/loose drive support disk. The insulin pump was received without belt clip. However, belt clip slot functioned properly.

Event description:
The customer reported that the insulin pump alarmed and the drive support cap was protruded. The blood glucose reading was 111mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.